Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No adverse patient effects were reported. The product is not expected to be returned as it is in possession of the explanting hospital.